Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had an abdominal wall abscess. The patient felt a poke in their lower abdomen two months prior. They noticed redness, drainage, and a hole. At times it would stop draining but then it would get larger and drain again. Over the past couple of days a spot above it about 1.5 centimeters had pus. The patient was referred to a general surgeon for evaluation and drainage. Out patient ultrasound of the lower left quadrant of the abdomen was done with suspicion of two small radiopaque foreign bodies. Bactrim was given to the patient. The event was considered ongoing. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v644605, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported the patient¿s abdominal wall abscess was confirmed with a CT scan when the patient was seen in the emergency room on (B)(6) 2014. The patient resolved without sequelae on (B)(6), 2015.